Event description:
It was reported that during a lap sigma procedure, the device was used for just a couple of minutes when the white material began melting away. A second device was opened with the same thing happening. The procedure was converted to open to finish. Additional info requested, but not received as to pt condition and reason for convert to open.

Manufacturer narrative:
Date sent: 12/03/2008. Info anticipated, but unavailable at this time.